Event description:
It was reported that during a hepatic infusion procedure, a pt had a contrast reaction when administered through a catheter. The anatomical location of the procedure was the hepatic artery. The "pt had a contrast reaction when injections were being administered through a renegade catheter." It is unk the specific symptoms of the allergic reaction, or whether treatment or medication was administered. The procedure was completed successfully. The pt condition is reported as "stable." Further info was requested, but not available.